Event description:
The user facility reported that a patient was diagnosed with having mold in the lungs. At this point, the customer has not concluded that the scope is the source for the mold in the patient, but the scope is one of the potential causes which they are investigating. There are two scopes reported to have been used when multiple patients in the time frame of mid-(B)(6) 2019 to the end of (B)(6) were infected . The reporter did not provide a specific number of patient involved. This is report 1 of 2.